Event description:
A female with a history of an aortic valve replacement, underwent evar in 2009. The patient was suitable for endovascular repair, although the irregular form was found at the proximal neck site and a inadequate seal at the right iliac artery. The procedure was conducted as prescribed. Confirmatory angiogram revealed a proximal type I endoleak, a distal type I endoleak and a type iii endoleak from the contralateral iliac leg. For the proximal type I endoleak, a stent, mounted on a 25mm balloon catheter, was deployed. For type three endoleak from the contralateral iliac leg, a stent, mounted on a 20mm balloon catheter, was deployed. (1820334-2009-00326). For the distal type I endoleak from contralateral iliac leg, another iliac leg graft was additionally deployed at the external iliac artery, and right internal iliac artery was embolized as a result of this placement. The resolution of the type I and type three endoleak was confirmed by angiography. A type ii endoleak was observed, but the physician decided to take a wait-and-see approach and completed the procedure. The status of the patient at this time is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, the correct deployment procedure. Specific to type I and iii endoleaks, the IFU lists key items that could prevent these failure modes from occurring; anatomical criteria, specifically of the infrarenal aortic section. Accurate placement of the grafts. Minimum overlap between components. The device remains implanted and no images were provided to assist in this investigation. The physician's commented: "prior to the procedure, I was concerned that the patient's anatomical form of proximal neck site and inadequate seal at the right iliac artery would effect to the deployment of the grafts. The endoleaks occurred at those areas, but they were resolved by the additional procedure." At this time, we cannot determine the root cause of the endoleaks. However, we have notified the appropriate individuals and we will continue to monitor for similar events.